Event description:
The customer contacted stryker to report that their device failed to charge for defibrillation. In this state defibrillation therapy may not be available to a patient if needed. There was no patient use associated with this event.

Manufacturer narrative:
Stryker evaluated the customer¿s device and verified the reported issue. Stryker replaced the therapy pcb assembly to resolve this issue. Thereafter proper device operation was observed through functional and performance testing and the device was returned to the customer for use. Stryker determined that the cause of the reported issue was due to the therapy pcb assembly.

Manufacturer narrative:
Stryker continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted stryker to report that their device failed to charge for defibrillation. In this state defibrillation therapy may not be available to a patient if needed. There was no patient use associated with this event.